Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable alb2 albumin gen.2 results for two patient samples from the cobas 8000 cobas c 701 module. Of the data provided, only the results for one of the samples were discrepant. The initial result was 5.93 g/dl and the repeat result was 3.96 g/dl. No erroneous result was reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The reagent lot number was 30889201 with an expiration date of 31-mar-2019. The field service representative could not find a cause. He performed precision checks on all assays which passed. Upon follow up, the customer confirmed they had no further issues.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.